Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was not able to be interrogated due to a wireless antenna. The antenna was unplugged and the device was able to establish communication.